Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Relate manufacturer report number: 3006705815-2023-00900. It was reported the patient was experiencing ineffective therapy due to lead migration and impedance issues with both leads. It was noted that the patient had a fall. As a result, the patent underwent surgical intervention during which both leads ere explanted and replaced successfully.

Manufacturer narrative:
Date of event is estimated.